Event description:
Additional information was received from a patient (pt). It was reported that the device never helped with pain. The manufacturer representative (rep) tried several updates and none worked. The patient stated that their healthcare provider (hcp) was unable to determine the cause. They told them to contact the manufacturer. The patient stated that several batteries have been sent to them and all would not work. The issue has not been resolved. The patient stated that they figured they would leave the device implanted until the hcp ordered an MRI. The patient stated that the battery replacement would not charge or it would give them a warning. The patient stated that the controller would shut off by itself. The patient stated that their device was loaded with new software several times and would not work. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they think the implant never worked. Patient mentioned that they kept on running on problems and we kept on sending them batteries but the batteries kept on burning up. Patient mentioned that they just stopped using it and that the implant has been dead for 3-4 years. Patient mentioned that when they tried to turn the implant back on, they got a message that says emergency mode and device just shut off, and they decided to just stop using it. Patient mentioned that they need to have an MRI as they have back issues, but they do not want to use their implant. Agent redirected to healthcare provider (hcp) and advise we will send the MRI form to hcp. Patient mentioned to send it to them and they will forward to the hcp. No symptoms were reported. Additional information was received from the patient. It was reported that the ins was giving them electrical shocks bringing them to their knees. Patient repeated information about (external device) batteries (external device) replacement and those batteries heating. Hcp and patient could not find the reason for the electrical shocks. Device was reprogrammed at least 6 times. Patient stopped using the device; have had no more electrical shocks. Patient clarified the message was a "red alert message". It was electrical shocks in the abdominal region. Patient stated they are in pain.